Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events on (B)(6) 2024. Infusion set had been in use for 1 day. Blood glucose level was noticed 146 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.